Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019 and 01/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection and capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was rupture, capsular contracture baker grade unknown, and infection. Device evaluation: visual analysis of the returned device identified an opening, crease fold, and underweight. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool. Based on the device analysis the final assessment is: - a striated edge opening on radius side due to surgical damage.

Event description:
Healthcare professional reported a right side rupture, capsular contracture baker grade unknown, and "infection.". Device has been explanted.